Event description:
It was reported to philips that the battery failed. There was no patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the battery failed. There was no patient involvement.

Event description:
It was reported to philips that the battery failed. There was no patient involvement.

Event description:
It was reported to philips that the battery failed. There was no patient involvement. The manufacturer's authorized field service engineer (fse) evaluated the device and confirmed the reported problem. The customer declined service/repair. The device remains at the customer site and no further evaluation is warranted at this time.